Event description:
It was reported that the mx750 displays a speaker malfunction error message and has not sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Reporter institution phone number: (B)(6). Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the mx750 displays a speaker malfunction error message and has not sound. The device was in use on a patient. There was no report of patient or user harm. A philips response service engineer (rse) spoke to the customer. The engineer determined that the issues was associated with the speaker assembly. Replacement parts were ordered and shipped to the customer site.